Manufacturer narrative:
Pump had no button response due to corroded keypad traces. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump act keypad button is not responsive. Customer's blood glucose was 179 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.